Manufacturer narrative:
This report was originally filed on june 22, 2017. However, due to an issue with the initial submitter phone number, the report was rejected and is being resubmitted. There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device was not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed error messages during priming. There was no patient involvement.

Manufacturer narrative:
A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and recommended the unit to be returned to livanova (B)(4) for further investigation and repair. During investigation the reported failure could be confirmed and a hole inside the evaporator was identified as root cause of the reported failure. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. Corrective actions are in progress for this issue.